Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increased impedance in both the bipolar and unipolar mode. There was also an increase to high threshold on the lead. The lead remains in use. No patient complications have been reported as a result of this event.